Event description:
As reported by the edwards clinical specialist, post successful sapien valve deployment in a transfemoral transcatheter aortic valve replacement (tavr) procedure, during removal of the 24 french rf3 sheath, a perforation of the left external iliac (lei) was noted. A dilator was reinserted into the sheath and the perforation was treated with a covered stent. Per the case report, the patient was prepped in a standard fashion; and contralateral access was gained using a standard technique. A cutdown of the left groin was completed and sequential dilation was performed without resistance. The 24f rf3 sheath was placed without issue. The native annulus was crossed, bav was preformed, and a 26mm valve was placed 50:50 in the native annulus with adequate rapid pacing. The valve was deployed successfully with no central leak and trivial paravalvular leak. The delivery system was un-flexed and removed. The sheath was pulled back to the lcf artery without resistance, at which point a decrease in the patient's blood pressure was noted. An iilleo-femoral angio was performed and a perforation of the lei was noted. The dilator was reinserted into the sheath, a covered stent was then placed through the sheath and deployed with a good seal. The perforation was treated and the patient's blood pressure stabilized. The groin was closed and the patient was transferred to the unit in a stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the patient's right femoral access vessel was measured to be 8.1 mm and was noted with mild calcification and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that the borderline vessel size along with calcification and/ or tortuosity not appreciable on imaging contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.